Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. Approximately five months after initial implantation, the lens was exchanged for another lens of same model but a half of diopter more power. Additional information was requested.